Manufacturer narrative:
Returned device was received with the battery was missing. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown a manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical pump experienced a confirmed acu watchdog failure. No adverse patient effects were reported.